Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "20% deflated".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "20% deflated." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, no openings were found in the device and white particles in device inner surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "20% deflated." Device has been explanted.